Manufacturer narrative:
The caller did not have the customer's meter at the time of the call, so it was possible to get the product info. It's not possible to determine the MFR date or 510k number without the meter info.

Event description:
A diabetes educator called on behalf of the customer. She stated the customer received a blood glucose reading of 500 mg/dl from his contour meter and a reading between 100-110 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The caller did not have the customer's meter with her at the time of the call. The meter was replaced at the customer's insistence. No product will be returned.